Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor connector contact and image noise. The event occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: liquid adhered to the contact point of the video connector receptacle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely there was image noise due to connector contact failure. A root cause for the additional malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.